Event description:
It was reported that the reservoir of a small volume intermate was observed with particulate matter in it. The device was filled with meropenem and amikacin. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. Visual inspection of the device revealed a white particle, 1.34 mm in length, floating in the fluid of the bladder. The reported condition was verified. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) scanning. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.